Event description:
The customer reported that a pt death occurred but did not make any specific allegations or provide info regarding whether the product was considered to be a factor.

Manufacturer narrative:
(B)(4). The customer reported that a pt death occurred but did not make any specific allegations or provide info regarding whether the product was considered to be a factor. The customer requested retrospective info about the incident from the logs which were provided by the solutions ctr. We will consider that the device may have been a factor in this incident. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.